Event description:
Additional information indicates this device was explanted due to stenosis. The device was returned for evaluation.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, heavy host tissue overgrowth encroached onto the tissue and into the orifice on all three (3) leaflets at the outflow aspect. Host tissue also fused the leaflets at all three (3) commissures at outflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow and minimal at the inflow aspect. The x-ray demonstrated heavy calcification on the cusp area of one (1) leaflet, and minimal to moderate calcification on the free margins of two (2) leaflets. The metal band was exposed at multiple locations at the inflow aspect but the wireform remained intact. Method: x-ray. Additional manufacturer narrative: through evaluation of the returned device, it was determined calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to monitor and review events and if further information becomes available regarding this event, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm mitral pericardial valve was explanted after eight (8) years, nine (9) months due to unknown reasons. No additional details were provided.